Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump received critical pump error alarm. Critical pump error during a bolus delivery. Customer removed the battery and tried to restart the pump, but states that the stuck button alarm occurred after and was not working until inserting a new battery before the call. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.